Manufacturer narrative:
The customer found that the probe wipe rinse block line was clogged. The customer flushed the line with bleach, which removed the clot and repaired the leak. (B)(6).

Event description:
The customer reported a leak from the probe of the coulter lh 500 hematology analyzer. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.